Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the modular cable was exchanged and would return for investigation. It was communicated that no further information was provided on the reason for the exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an issue with the modular cable was confirmed. The modular cable (lot number: 8423068) was returned for analysis and it was found to have a damaged jacket. The modular cable was connected to a mock loop and was able to operate for an extended period of time without any alarms. Additional provided information stated that log files were unavailable and that no further information was provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed for the modular cable (lot number: 8423068) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ subsection entitled "what not to do: driveline and cables", explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook (rev. G) section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.